Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. This type of an error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that an error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic gastrectomy, the subject device was used. It was reported that the ptfe pad of the device was worn. The user exchanged it with the 2nd device of sb-0535fc and continued the procedure. However, it was reported that the ptfe pad of the device was worn. The procedure was completed with the 3rd device. While in use, unspecified error occurred. There was no patient injury reported. Olympus medical systems corp. (Omsc) received two devices for evaluation. As a result of evaluation of omsc on october 28, 2016, omsc confirmed that the ptfe pad of one device was partially separated, the ptfe pad of the other was worn but did not correspond to the criteria of MDR. This MDR is regarding the one of two devices.